Event description:
Caller reported an error with their continuous glucose monitoring system, specifically labeled as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by guiding the caller through a pump reset, which resolved the issue, and the caller successfully commenced a new sensor session.